Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a trauma in (B)(6) 2016. Afterwards the patient reported that he has no longer hearing sensations with the device. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Patient had a known trauma in (B)(6) 2016. After this trauma the patient reported that he no had any hearing sensations with the device. Patient has been re-implanted.